Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("injury /chronic abdominal pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), menstruation irregular ("irregular menstrual cycles"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ pass out or become nauseous or both"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/ other injury(ies) or complication please describe: severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type: cysts"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change of vision"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss"), dyspnoea ("cannot breath") and dysuria ("urination pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation,, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial) and remove the essuret implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, abdominal pain, menorrhagia, genital haemorrhage, abdominal pain lower, menstruation irregular, hot flush, night sweats, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, cyst, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, alopecia, dyspnoea and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, cyst, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2013 as per pfs. The coils were then apparent. These were then pulled out with a grasper and removed from the abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), abdominal pain ('injury /chronic abdominal pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary/uti"), mental disorder ("psychological or psychiatric problems condition: unknown, undiagnosed"), migraine ("migraines"), nausea ("nausea/ pass out or become nauseous or both"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). In 2018, the patient experienced visual impairment ("vision/eye problems type: change of vision/deterioration"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("night sweats"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, severe cramping"), menstruation irregular ("irregular menstrual cycles"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ other injury(ies) or complication please describe: severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type: cysts"), pelvic pain ("pain"), dyspnoea ("cannot breath"), dysuria ("urination pain"), feeling abnormal ("neurological conditions or problems type: memory loss/fog"), premature menopause ("premature menopause"), artificial menopause ("rapid surgical menopause") and post procedural discomfort ("some discomfort and difficulty with my procedure"). The patient was treated with surgery (ablation,, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),oophorectomy(bilateral) and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),oophorectomy(bilateral),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, menorrhagia, genital haemorrhage, abdominal pain lower, menstruation irregular, hot flush, night sweats, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, cyst, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, alopecia, dyspnoea, dysuria, feeling abnormal, premature menopause, artificial menopause and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, artificial menopause, bladder disorder, cyst, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, night sweats, pelvic pain, post procedural discomfort, premature menopause, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: date(s) of removal: (B)(6) 2013 as per pfs- procedure: bilateral salpingectomy. The coils were then apparent. These were then pulled out with a grasper and removed from the abdomen. Patient received treatment for pain. Discrepancy in iud removal date (B)(6) 2013 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling abnormal, premature menopause, artificial menopause and post procedural discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - new events - neurological conditions or problems type: memory loss/fog, premature menopause, rapid surgical menopause and some discomfort and difficulty with my procedure were added. Events onset date and new reporter was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("injury /chronic adominal pain"), genital haemorrhage ("excessive bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin) and tramadol. On (B)(6) -2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping,"), menstruation irregular ("irregular menstrual cycles"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ pass out or become nauseous or both"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/ other injury(ies) or complication please describe: severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma / cancer type: cysts"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: change of vision"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss"), dyspnoea ("cannot breath") and dysuria ("urination pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation,, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial) and remove the essuret implant). Essure was removed on 3-sep-2013. At the time of the report, the device breakage, abdominal pain, genital haemorrhage, menorrhagia, abdominal pain lower, menstruation irregular, hot flush, night sweats, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, cyst, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, alopecia, dyspnoea and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, cyst, device breakage, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013 as per pfs. The coils were then apparent. These were then pulled out with a grasper and removed from the abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Her demographic was added. Concomitant condition and medication added. Events: device breakage, menorrhagia, hormonal changes describe: hot flashes, night sweats, abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: urinary, vaginal infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: unknown, bladder or urinary problems or changes, migraines, headaches, nausea, neurological conditions or problems type: memory loss, dysmenorrhea (cramping)/ other injury(ies) or complication please describe: severe cramping, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cysts, pain, vaginal discharge, vision/eye problems type: change of vision, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: irritable bowel syndrome, hair loss, cannot breath, urination pain,pass out or become nauseous or both were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("injury /chronic abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and menstruation irregular to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal document received. Reporters information updated. Event injury was updated to chronic abdominal pain, excessive bleeding, cramping, irregular menstrual cycles. Incident . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.